Event description:
It was reported that while using the reduction instrument to reduce a mid shaft radial fx, one of the two plastic leveraging rods which thread into the reduction instrument, broke at the point on the plastic rod where the threads end.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.